Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstruation frequent. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine/ migraines/headaches"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (ablation and partial hysterectomy and ablation,partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage and migraine had resolved and the fatigue and headache outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Category 2 microinsert location; category 1 tubal occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case becomes incident. Event injury was replaced with new events- headache/migraine, fatigue, abnormal bleeding (vaginal, menorrhagia) and excessive bleeding , headache were added. Explant date was added. Medical history and lab data were added. Patient's demographic details were added. New reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.